Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4).   Device evaluated by MFR:  stent delivery system was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 245 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during device analysis. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
Reportable based on device analysis completed on 26-jul-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex artery. A 3.00x24mm promus premier¿ stent was then advanced to treat the lesion; however, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.